Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has a damaged battery pca. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The device was received by the philips bench repair and the reported problem was verified/duplicated during lab tests. Failure was traced to compressed /damaged j2 pins 5 and 6.

Event description:
It was reported to philips that the device has a damaged battery pca. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.